Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported that patch does not stick not enough. Head set doesn't leak, but patch peels after a few hours. The customer thinks that this is due to glue defect. No adverse event alleged. A request was made for the return of the device.